Manufacturer narrative:
It was found the xhibit central station had lost its license. The fse continued to reload the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported that maintenance staff accidently unplugged a xhibit central station and once it was booted back up the device had lost its license. This failure prevented the device from properly recovering after the sudden power loss. There was no patient or user harm associated with this event.